Manufacturer narrative:
A titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. No functional abnormalities were noted with the pump. No functional abnormalities were noted with either cylinder. No functional abnormalities were noted with the reservoir. The information received indicated there was a malfunction, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release.

Event description:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2018 and removed/replaced on (B)(6) 2021 due to a malfunction. Additional information received indicated the device was not rigid.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, no function. No other adverse patient effects were reported.